Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation; however, medical records and images were provided to review. The investigation confirmed for perforation and unintended movement. The investigation was also unconfirmed for filter tilt. Based upon the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced unintended movement and perforation. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a (B)(6) year old female that weighed (B)(6) kgs.